Manufacturer narrative:
This report is for an unknown reamer/irrigator/aspirator system/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: marie le baron et, al (2019), can the reamer/irrigator/aspirator system replace anterior iliac crest grafting when treating long bone nonunion?, orthopaedics & traumatology: surgery & research vol. 105(3), pages 529-533 (france). The aim of this article is to compare the two sources of autograft (aic and ria reaming aspirate from nonunion site) for treating tibial or femoral nonunion. Between november 1, 2008 to august 1, 2010, a total of 30 patients (21 males and 9 females) with a mean age of 38.9 years were included in the study. All patients with nonunion and a defect less than 2 cm were treated with reamer/irrigator/aspirator system (ria)the mean duration of follow-up was 32 months (ranges, 25-41 months). The following complications were reported: hematoma over the greater trochanter that resolved spontaneously and did not require treatment. This report is for an unknown synthes reamer/irrigator/aspirator system (ria). This is report 1 of 1 for (B)(4).